Event description:
Analysis of the returned device found that the main coil (subject device) was prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was found to be kinked/bent. The main coil was seen to have. The main coil was seen to be detached/separated. Functional inspection was unable to perform due to damage of device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed, the coil delivery wire was noted to be kinked/bent and the main coil was returned detached. There were no anomalies on the coil. There was no information on the coil being detached therefore, during use will be assigned. The as reported ¿coil in catheter friction¿ could not be confirmed/replicated; however, the analysis results are consistent with the reported event. An assignable cause of procedural factors will be assigned to the as reported ¿coil in catheter friction' and as analyzed ¿main coil prematurely detached/separated during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the as reported ¿main coil stretched' as the event was not confirmed during the analysis only the coil proximal wire was broken/fractured. An assignable cause of handling damage will be assigned to the as analyzed ¿coil delivery wire kinked/bent¿ as the issue is due to handling of the product or portion of the product during the clinical procedure.